Event description:
Discordant, falsely low results were obtained on three patient samples tested for triglycerides (trig), creatinine (crea), cholesterol (chol), calcium (ca) and magnesium (mg) on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.

Manufacturer narrative:
The initial MDR 2432235-2015-00011 was filed on january 8th, 2015.. Additional information (01/08/2015): a siemens headquarter support center (hsc) specialist evaluated the instrument data which indicated that the cause of discordant falsely low results was due to a defective electronic vacuum valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00011 was filed on january 7th, 2015. The MDR 2432235-2015-00011 supplemental #1 was filed on january 8th, 2015. Correction: MDR 2432235-2015-00011 supplemental #1 stated that the initial MDR 2432235-2015-00011 was filed january 8th, 2015. The correct date the initial MDR was filed is january 7th, 2015.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced an electronic vacuum valve. The cause of the discordant, falsely low results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.